Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4), ubd: 22-oct-2019, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a revision in which they placed ¿octrode¿ leads in 2017. The caller was reading from the operation notes, which showed that the reason for the revision was due to a lead migration, which caused a loss of therapy and pain resurgence. The hcp stated they though that the ¿octrode leads¿ were from another manufacture and they wanted to know if they were connected to the ins if the patient could still have an MRI. Information was reviewed from registration indicating that the leads implanted in 2017 were replaced with leads from the same manufacturer. It was asked but was unknown when the event occurred.